Manufacturer narrative:
The reported complaint of "the autopulse platform displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective processor board. Visual inspection was performed and found, unrelated to the reported issue, cracked front enclosure as a result of mishandling and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To address the damage, the front enclosure needs to be replaced and the sticky clutch plate deburred. Following the processor board replacement, the autopulse platform was further tested and failed functional testing with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), unrelated to the reported complaint. The load characterization check was performed and verified that both of the load cells are out of specification. Load cells were found defective as a result of mishandling as it was verified by the physical damage of the front enclosure of the platform. The load cells were replaced to address the user advisory (ua) 07 error. The archive data review showed occurrence of "system error" user advisory (ua) 132 (internal watchdog timeout) on the customer reported event date, thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". No patient involvement.